Event description:
I had been having redness -bad-, tears, sometimes itchy well, it felt like something was scratching my eye, and sometimes blurry vision while wearing my contacts. After taking them out for about a week my eyes would almost be normal again. I would put my contacts back in -a new pair- and after a few days they would start turning red again and bother me. After about a month of this I went to my eye dr and he said I had an infection and the inside of my eye was enlarged and he didn't know why. He had me wear glasses for 4 weeks and gave me some eye drops to help with the itching/scratchy and redness. I went back aprox 4 weeks later, and we changed my solution from re-nu to clear care. The problem didn't come back once I changed the solution. I have not gone back to re-nu as I don't want it to happen again. I was just informed of this recall with re-nu and soft contacts. I wear the disposable ones.